Event description:
The customer reported that she feels the insulin was leaking between the reservoir and the infusion set, and when enough pressure builds up during a bolus some of the insulin is delivered into the tubing, and some of it leaks into the insulin pump. The customer stated that eventually the leaks lead to motor errors and air bubbles. It was stated that the customer was unable to catch a delivery problem and lost consciousness in the middle of the night. Then the customer stopped breathing. The customer alleged that if her husband had not been home, she could have died. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 2032227-2011-02527.